Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated the remote home monitor displayed a red blinking light. Boston scientific patient services referred the patient to the clinic as there may be an issue with the device. Patient services was able to assist the patient in performing a successful remote interrogation. Upon review of the data it was noted the right ventricular (rv) shock impedance was high. The patient was seen in the office one week later and all measurements were within normal limits. At this time no changes were made and the rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.